Manufacturer narrative:
This report is submitted decmeber 23, 2019. - attachment: [157752 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on 08 november 2019.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator and infection which was treated with oral and IV antibiotics. Subsequently the device was explanted (date not reported).